Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-01155. The patient received his scs system on (B)(6) 2007. It was reported that after a game of touch football on (B)(6) 2007, the patient's ipg would not communicate with the programmer or the charger. It was discovered that the ipg had flipped. The physician flipped the ipg back to the proper position and it began communicating correctly again. Following this procedure, on (B)(6) 2008, it was reported that the patient's lead had become non-functional. The lead was replaced on (B)(6) 2008. Follow up on the patient found that no further issues have been reported. The lead was returned to ans for evaluation. The ipg was not explanted and therefore not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead is kinked with all wires broken approximately 12cm from the paddle end on the channels 1-8 lead segment. Lead fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.